Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03109. It was reported that x-rays were taken of the leads. The s1 lead migrated and the t12 lead fractured. The fractured lead had high impedances above 7000 ohms on two contacts and it was noted system has previously been unable to enter MRI mode. No falls or trauma were reported. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored.